Event description:
It was reported that the micro reciprocating saw ran without user activation during a routine equipment evaluation at the user facility, but by the manufacturer¿s service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device is available for evaluation, but has not yet been received at the manufacturer. A follow-up report will be filed when the device has been received and the investigation is complete.